Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient came from the home. At the time of going to use the PICC, noticed soiled dressing soaked with fluid. Si performs flushing with appearance of spillage of saline from the insertion site. On remove of the PICC, noticed rupture of the PICC at about 7cm. No other information was provided.